Event description:
Surgeon revised a (B)(4) knee for a patient who had sudden pain. On inspection of the x-ray, (B)(4) said he could see some gap between the boss of the femoral component and the femoral stem and revised the components. On inspection of the femoral stem, he said the threads had been damaged and had separated from the femoral boss. Surgeon left the tibia insitu and revised the femoral components, axle and polyethylene components.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.